Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. The 2.5 x 28mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device from the patient and found the stent edge became flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid right coronary artery. The 2.5 x 28mm promus element mr stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device from the patient and found the stent edge became flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4)

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination identified proximal stent damage. Rows 1 and 2 were misaligned. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A hypotube kink was identified 63cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).